Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a lithovue flexscope was opened for use on (B)(6) 2021 for a ureteroscopy procedure. It was reported that during procedure, when the cardboard box was opened the plastic pouch of the lithovue scope had a hole. The procedure was completed with a another lithovue scope. There were no patient complications reported as a result of the event.